Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon planned to implant a 13.2mm vticmo13.2 implantable collamer lens, -11.0/+1.5/139 (sphere/cylinder/axis) into the patient's right (od) eye on (B)(6) 2018. However, prior to implant, the haptic tore. An alternate lens was successfully implanted on (B)(6) 2018. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in a lens vial. Visual inspection found the haptic torn and the torn haptic piece is missing. Claim # (B)(4).